Manufacturer narrative:
Device received with completely broken off reservoir tube lip noted. Unable to perform displacement test due to reservoir tube damage. Missing reservoir tube o-ring, minor scratches on lcd window, cracked case at display window corners, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device was damaged around the reservoir compartment. Customer's blood glucose was 8.1 mmol/l. Customer agreed to return the device for analysis.